Manufacturer narrative:
Additional information: h6 complaint is confirmed. Functional testing was not performed on the returned ar-7800 due to the damage to the device. Visual inspection noted the pawl lever and spring are broken off and were not returned. The most likely cause for the reported failure can be attributed to use error due to excessive user-applied mechanical forces. Refer to the investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/21/2023, it was reported by an arthrex employee via (B)(4), that an ar-7800 fibertape® cerclage tensioner broke. This occurred during a procedure where all fragments were retrieved. A new tensioner was used to complete the case. There was no additional information provided, and additional information has been requested.